Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 02/01/2016. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and cracked front and bottom covers were noted upon receipt. A review of the archive could not be performed, as the processor pca board was defective and it was not possible to download the archive data. Functional testing could not be performed due to defective processor pca board. In summary the customer's reported complaint was confirmed. The exact root cause for the reported complaint is related to defective processor board. The processor board failed when the device was powered on and displayed a blank screen on the lcd. The processor board was replaced to remedy the problem. During run_in test, the platform failed once with fault 27-encoder fault (speed over 3000rpm, no unwind) which is unrelated to the reported complaint. The encoder was replaced as a pre-caution to reduce the probability of reoccurrence and to continue with other tests. The customer indicated that the patient was asystole and did not achieve rosc (return of spontaneous circulation). Survival rates in a cardiac arrest patient with asystole are extremely low. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/01/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
The customer reported that they received a call for a large (B)(6) female patient. The patient was a victim of a house fire and was in cardiac arrest. When the crew arrived the patient was in asystole. Upon arrival, the crew started manual CPR and requested to have the autopulse brought in to their location. The autopulse was deployed without any issue. During active operation, the autopulse would not "size" the patient (the patient was a large but the weight unknown). The crew also noticed a yellow and red light on the display in the upper left corner. The crew tried to troubleshoot the issue by recycling the power to the autopulse and changing the lifeband. When they restarted the autopulse, they were still unable to see the display and the heard clicking sounds. The crew aborted the use of the platform and reverted to manual CPR for unknown length of time. The autopulse platform had not performed any compressions. The patient never achieved rosc (return of spontaneous circulation) and remained in asystole. The patient expired at the scene. The crew did not attribute patient death to the autopulse platform.